Manufacturer narrative:
(B)(4). The abbott internal recall number is 2024168-2/3/2017-001-r. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on (B)(6) 2017, [medwatch # 2024168-2017-00941].

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the thumb advancer, clip at the distal end of the device, difficulty removing the device or the hematoma; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the sheath did not split correctly, the thumb advancer could not be completely advanced. The sheath became stuck and the starclose se clip was at the distal tip of the device. The device could not be deployed. The safety release mechanism was used to remove the starclose se device. A slight hematoma was present. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returning to returning. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. The reported difficulty deploying the thumb advancer and clip at the distal end of the device were able to be confirmed as the clip was found to have interacted with the sheath upon deployment. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no nonconformities related to the reported event. A review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.